Event description:
It was reported that a pump is alarming with no disposable displayed on screen. The cassette was moved to back up pump and alarm persists 13.7 ml given from the cassette. Another cassette was mixed and the infusion started without alarm. There was no patient injury.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date. Operator of device is patient/consumer.